Event description:
It was reported that the insulin pump alarmed button error. The customer did not have a backup plan to treat her diabetes and was subsequently hospitalized due to hyperglycemia. The reported blood glucose reading was 364 mg/dl. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.